Manufacturer narrative:
(B)(4).

Event description:
It was reported that one week after the device replacement procedure the left ventricular (lv) lead thresholds increased. It was determined that the lv lead had dislodged. Subsequently, a revision procedure was performed. The lv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the revision procedure to explant the lead.

Event description:
Additional information was received which indicated that after the lv lead was repositioned the thresholds increased as the lead had dislodged again. The physician thought this occurred as the suture sleeve wasn't tied down well enough during the repositioning procedure. Subsequently, a revision procedure was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.